Event description:
The customer reported that during the rf ablation procedure, the generator stopped working. They changed the needle with another but that did not solve the problem. The procedure was suspended without patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received at the covidien (B)(4) technical service center and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.